Manufacturer narrative:
Product analysis: the complaint related to stylus function was unconfirmed. Stylus was calibrated as a preventative. The broken handle was confirmed. The handle was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. It was further reported that the programmer had a broken handle. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.